Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient experienced a loss of therapeutic effect and a return of bladder and bowel symptoms. The patient was unable to control when they had to urinate and also noted as that the patient is not able to make it from the bed to the bathroom. The patient reported that they were unable to void when attempting to make bowel movements and will "be unable to void at multiple attempts," but then it will "let go all of a sudden." At the time of the call the patient did not feel stimulation and therapy was confirmed to be turned on. After increasing stimulation from 1.8 to 2.1 on program 3 the patient was able to feel stimulation in the correct area. The patient was advised to follow-up with their healthcare provider (hcp) if their symptoms did not resolve. The change in therapy was not reported to have been sudden and patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had no bowel movement for 2 weeks and they had a large bowel that would not pass; ¿all he¿s got is rabbit pellets up there.¿ they stated that this had happened two times. They noted that they were implanted for, and it worked great for, the urinary track, but now it was ¿into the bowels.¿ troubleshooting, adjusting stimulation, changing programs, or turning stimulation off, was offered but the patient stated that they weren't capable of doing that, couldn't make that decision, and they needed someone to meet them. It was recommended that they contact their healthcare provider, and the manufacturer representative was notified. The manufacturer representative stated they would be meeting the patient on thursday, (B)(6) 2017. The next day, (B)(6) 2017, the patient reported that they ended up in the emergency room (ER) the day before to get their bowels moving, and they were still not able to get them all out. It was recommended that they contact their healthcare provider to make them awa re of their symptoms and ER visit. On (B)(6) 2017 the patient reported that they saw the manufacturer representative the day before and they had ¿trouble getting the programs, it must not be set right.¿ they stated that they d had a pain in their belly that hurt since the day before, and now their feet were being stimulated, they had no feeling in their hands, and their feet were tingly. They wanted to turn the ins off. Troubleshooting included using the programmer (pp) to turn the ins off. They saw the pp low battery screen, but were able to bypass it. It was recommended that they change the batteries. It was noted that they got poor communication multiple times with and without the antenna, but it was observed that they seemed very confused during the syncing process. The poor communication was able to be resolved through steps listed in product labeling, and the patient was able to connect with use of their antenna. It was confirmed that therapy was on, on program 1 at 0.9v. The patient was assisted with turning stimulation off, and they reported that the tingling in their feet quit, but had not completely stopped. It was recommended that they follow up with their healthcare provider about their symptoms. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that, since the patient met with a manufacturer representative (rep) in the hcp office to have the implant checked and the rep did something to the settings where they turned it up, they patient couldn't get to the bathroom on time and was wetting and peeing down their leg and having to change clothes. The thought they were on 2 but it was turned up to 3. They noted that, before the change, they hadn't always made it to the bathroom, but the device was working pretty well. The patient was too scared to increase the stimulation and thought that may be too high because that's what the rep did and it caused them the issue they were having at the time of the report. This started about (B)(6) prior to the report, confirming it was in (B)(6) 2017. The patient also stated that they weren't feeling good. It was noted that the patient had an appointment with a rep and a hcp on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that there was no issue with the patient's device. There was clear impedance when it was checked. The patient continued to have trouble identifying where they felt the stimulation. Without making changes to the device, they would feel it in one place but, later, would feel it in another place. They wanted new programs even though they were meeting a 50% or greater improvement in symptoms. The patient stated that someone told them that they could turn their device on for bowel and urinary, separately, which wasn't accurate. They left the office with the setting that was most comfortable. The patient's spouse confirmed that the patient had fallen and was recommended to have an x-ray to determine lead placement, but they refused. They confirmed that the symptoms were greater than 50% improved. The hcp office was aware of this and noted that there would be no more programming appointments with the patient without a diagnostic x-ray to confirm lead placement.